Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 485 mg/dl. Customer's blood glucose at the time of call was 485 mg/dl. Customer had no symptoms of high blood glucose. Customer was advised to change complete set and to call back should issue persist.